Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported the unit continues to beep when connected to ac power and the external battery light is flashing.the customer reported there was no patient involvement.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is no relationship to a reported incident or adverse event. No parts have been returned for evaluation, therefore a device evaluation cannot be performed and the investigation results are not available for a customer response or determination of a root cause. If the customer contacts phillips for further information or the device is received for investigation, the complaint will be re-opened and investigated.